Event description:
Medical examiner reported that the customer had passed away. The blood glucose reading at the time of death was not known. The cause of death was a car accident, and examiner did not know if the accident was caused by high or low blood glucose. Customer was wearing the insulin pump at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.